Manufacturer narrative:
A philips remote support engineer assisted the customer. After analysis of the logs, asystole alarms were seen at the times specified by the customer generated on the control panel and the monitor. These alarms are acknowledged at the control panel a few seconds after they are generated. Other alarms are generated in the sequence between 20:45:11 and 21:23:41, which confirm that the sound is triggered again, and was acknowledged at 21:11:01 from the control panel. The screenshots and details were sent to the customer. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that on (B)(6) 2026, an asystole alarm occurred at the following times: 8:41 p.m., 8:43 p.m., 9:25 p.m. And was acknowledged without user action on the monitor. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.